Manufacturer narrative:
H6: investigation summary a 10010454-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21036319. As part of the investigation the customer provided an image of the affected product; analysis of the photograph confirmed the customer's experience with the tip of the spike noted to have broken away from the drip chamber. The details of this feedback were forwarded to the manufacturing site as well as the supplier of the drip chamber component for investigation. The supplier of the drip chamber component confirmed that the drip chamber is assembled by an automatic assembly machine which performs a 100% inspection of the assembled component prior to the spike cap being assembled onto the spike; any components that are noted to be incomplete are automatically rejected by the machinery. A review of the production records for lot 21036319 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance a definitive root cause for the observed damage could not be determined, however the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 10010454-0006 product over the past 12 months. H3 other text : see h10

Event description:
It was reported bd alaris pump module smartsite low sorbing infusion set had leakage issues. The following information was provided by the initial reporter: "I am receiving complaints of these leaking."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris pump module smartsite low sorbing infusion set had leakage issues. The following information was provided by the initial reporter: "I am receiving complaints of these leaking."